Event description:
A female underwent laparoscopic supracervical hysterectomy utilizing the gyrus pks plasmasord bipolar morcellator in 2009. At the end of the procedure, after all instruments were removed, a 3x2cm 2-3rd degree burn was noted just above the umbilicus. Felt to be secondary to bipolar morcellator shaft, as the location for the burn was where the shaft rested on the skin.